Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at approximately 658.16 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the impedance on the right ventricular (rv) lead was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.